Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they can't upload to (B)(6) due to external ram crc error alarm and trace check error alarm. Customer's blood glucose at time of incident was 10.3mmol/l. The customer agreed to send replacement so they can upload to (B)(6).